Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support after pairing the ilet with the mobile app and performing a factory reset with a trainer, after which blood glucose was elevated to 334 mg/dl for approximately 1¿2 hours; the user had recently eaten and announced the meal, and was advised that the device would undergo start-up and learning. Symptoms included feeling ¿not good,¿ without loss of consciousness or need for medical intervention. Outcomes included no hospitalization, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and education on pairing and start-up behavior. Investigation of this case revealed no device alarms or alerts, and the cause of hyperglycemia remained unclear given recent factory reset, start-up learning, and recent meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.